Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they told the hcp it wasn't working/ never had therapy and they only reprogrammed it. Patient stated pinched nerve was not related. Patient had 4 surgeries that had nothing to do with this either; it was spine problems. Patient reported the last surgery was to fix his pain but it did not. Issue has not been resolved; pt wants the ins taken out of his back.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned the patient was in more pain and couldn't do anything since they the lost the controller. They mentioned patient got a CT scan and they lost the controller. They stated the ins never really works for them and it had been adjusted 3-4 times but nothing ever happened and it's been on going years since the issue first start. The patient had a pinch nerve at the bottom of their spine. The patient had a major back surgery on (B)(6) and needed MRI. They mentioned 4 of the surgeries was related to their ins. Agent redirected to specialty medical device supplier.

Manufacturer narrative:
B3: event date is unknown. See b5 narrative for context of when event occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.